Event description:
Boston scientific received info that shortly after being implanted, this lead moved to different location in the right ventricle. The physician elected to reposition the lead but the lead continued to go back to its original position as the pt didn't have an apex that would accommodate normal positioning. The physician explanted the lead and replaced it with a passive lead which was stable. The dislodged lead was discarded.